Event description:
Additional information received indicated the atp therapy that was delivered was considered appropriate and adequate.

Event description:
It was reported that an unspecified high-voltage (hv) output issue was observed. It is unknown if this was due to the device. No intervention has been performed at this time. Further information was requested, but not yet available. The patient was in stable condition.